Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2012 states that there is some noise on the rv lead during an atr event. No pacing inhibition noted. Thresholds are stable in the rv. Daily measurements show stability too. Cannot reproduce any noise on the rv channel with isometrics and pocket manipulation. Md is going to follow-up with her monthly to follow the lead. Working with dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).